Event description:
It was reported that the patient implanted with this implantable cardioverter defibrillator (ICD) experienced post-operative pain since the device was implanted in (B)(6) 2024. Now the patient was hospitalized and the device was repositioned successfully. No additional adverse patient effects were reported outside of the surgery required to resolve the implant site pain. The device remains implanted and in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.